Event description:
It was reported that a user experienced hyperglycemia, with a highest continuous glucose monitor reading of 348 mg/dl and a confirmatory fingerstick of 285 mg/dl, after pausing the ilet pump twice and not announcing dinner. The user expressed concern about device function and reported no alerts or alarms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no medical intervention beyond education and follow-up planning. Investigation included review of reported pump use patterns, and user education on meal announcements and pump operation. Investigation of this case revealed that extended manual pump pauses and missed meal announcements contributed to insufficient insulin delivery for the meal, which aligned with expected system behavior when insulin is suspended and meals are not announced. It was concluded, based on previously established findings for similar reports, that user-related use patterns were the most probable cause, and device malfunction was not indicated.

Manufacturer narrative:
Initial.